Manufacturer narrative:
Method - though still under investigation, varian has determined that an MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that when they hit the double right arrows on the clinic keyboard to move the lateral to center as the cbct (cone beam computed tomography) application instructed them to do, the couch longitudinal moved instead. The customer also reports that this issue happened one other time. Also on occasion, the couch moves to the target position from the dedicated keyboard on non-obi patients.